Event description:
It has been reported to philips that the host pc was not starting up correctly. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported problem that the host pc was not starting properly after bypassing ups. The philips field service engineer (fse) inspected the system onsite and found that ups was faulty, then host pc was not booting up properly. Fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.